Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels. The customer didn't feel well enough to troubleshoot. The customer didn't have any supplies either. Advised that emergency supplies would be sent to her. Nothing further was reported.